Manufacturer narrative:
(B)(4).

Event description:
Reportedly, feeling unwell, the patient went to hospital. An ECG revealed that the device was performing ventricular pacing at 70 min-1, whereas it was supposed to operate in safer mode. Upon interrogation, the device was found in standby mode. It was re-initialized and parameters were reprogrammed. Preliminary analysis showed that the device switched in standby mode on (B)(6) 2017, following the detection of corrupted data in device memory. The root cause of this corruption could not be identified. Normal operation was restored after re-initialization on 20 november 2017.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, feeling unwell, the patient went to the hospital. An ECG revealed that the device was performing ventricular pacing at 70min-1, whereas it was supposed to operate in safer mode. Upon interrogation, the device was found in standby mode. It was re-initialized and parameters were reprogrammed. Preliminary analysis showed that the device switched in standby mode on (B)(6) 2017, following the detection of corrupted data in device memory. The root cause of this corruption could not be identified. Normal operation was restored after re-initialization on (B)(6) 2017.